Manufacturer narrative:
Conclusions: lack of information (vessel morphology unknown, device not returned for evaluation).

Event description:
An unknown size driver rx coronary stent system was inserted into a patient for the treatment of an ostial lad lesion. The vessel morphology is unknown. It was reported that another manufacturer's stent was inserted and dislodged. An endeavor stent was inserted; however, was unable to cross the lesion. A driver stent was successfully deployed at the intended lesion site. A second driver was inserted; however, the stent dislodged when it caught on another manufacturer's stent strut. The dislodged stent remains in the patient. No additional clinical sequelae were reported and the patient is stable. Please note that this device (driver rx/lot number unknown) is distributed outside the united states; however, it is similar to the united states distributed product driver otw.